Manufacturer narrative:
Updated data: b4,e2,e3,g2,g3,g6,h2,h10,h11. Corrected data : b5, h6 ( clinical & impact code ).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient harm reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information was received on 10/03/2023. Investigation finalized on 04/04/2024 a getinge field service engineer evaluated upon investigation it was found that the helium bottle had the incorrect o-ring attached to the bottle. Replaced in correct o-ring with proper o-ring drive manifold. Tested unit to see if the helium was holding and it was. Released unit to customer for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.